Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after performing pneumoperitoneum, for a cholecystectomy procedure, while inserting the trocar into the incision and penetrating the abdominal cavity, the blade did not retract that lead to traumatizing the patient's aorta. This led to bleeding of 500cc or more. The procedure was converted to an open procedure with the intervention of the vascular and cardiac surgeon and extended the surgery by more that 30 minutes. Event led to patient's death.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator was received inserted into the trocar, prolonged insertion can cause the duckbill seal to become stretched. The duckbill and circular seals were stretched out. The obturator, trocar and cannula appeared intact. A functional evaluation found that the device failed an air leak test. The obturator was inserted into the cannula and when actuated cut cleanly through test media. The blade retracted properly after cutting. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.